Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-02910). This MDR resubmission now reflects the correct product registration number. This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn: (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn: (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Syringe repair- shaft/ claws/ knob. On (B)(6) 2018 09:41:01 (B)(6). Shipping & billing address confirmed. Customer cannot approve level 2. Please contact customer if additional charges apply. Npi.  On (B)(6) 2018 09:57:03 (B)(6).

Event description:
Syringe repair- shaft/ claws/ knob 11/07/2018 09:41:01 (B)(6). 11/21/2018 09:57:03 (B)(6). Est - mnr to mjr 12/04/2018 08:20:04 (B)(6). Updated from mnr to mjr for the major repair needed per (B)(6), service tech. Repair approved by (B)(6). 12/14/2018 09:48:06 (B)(6). (B)(4).

Manufacturer narrative:
Addition: updated adverse event codes (h6).